Manufacturer narrative:
The device was returned due to noise. Electrode 4 read as an open circuit. Electrode 4 was noted to be displaced distally along the shaft, consistent with the open circuit. Further analysis revealed a void in the adhesive fill within the distal shaft. Insufficient adhesive fill is consistent with the electrode being unsecured on the shaft, which resulted in electrode displacement during use. In order to prevent reoccurrences, awareness training was provided to the personnel involved.

Event description:
This report is to advise of an event of a displaced electrode on the returned catheter found during analysis.